Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Review of the pump data logs by tandem technical support verified that the customer manually requested and delivered a 9.4 unit bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.